Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gallbladder stone removal, the needle was sewn through the bile duct but when the tail loop of the device was taken up, the tail loop was loose and the same condition occurred in three devices. In the same situation, the tail rings of the three wires are released at the same position. The multiple puncture and towing of the bile duct had an effect on the patient¿s post surgery and recovery. Other sutures were also used temporarily. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of two of the returned photographs noted the device packaging and confirmed the lot # as reported. A visual inspection of the other three returned photographs noted a surgical procedure and the suture loop was opened. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.